Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 221 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the esc button due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.